Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: kit svc bi71000537 gantry mot ctrl 01amc svc kit bi71000524 battery charger pair svc kit bi71000581 motor battery charger svc kit bi71000125 8 pack battery kit svc kit bi71000126 6 pack battery kit svc bi71000481 battery cartridge ups kit svc bi71000489 pcba sys cntrl assy kit bi71000086 door winch upgrade kit svc bi71000720 slide door cable. The system was serviced in the field. The inspection showed that the door winch was bound up and stretched, the pendant was in stand alone mode with red a ¿x¿ on motion, motion was available for all axis¿s except door/rotor/tilt, the logs showed ¿not transitioning from sa to 2d mode due to switch 2 being engaged¿, the e-stop would not reset, and the gantry controller showed solid red led at its ethernet port. Codes b01, c07, and d02 apply. Codes b17, c20, and d15 apply to the concomitant products. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while setting up for a cadaver lab, they were unable to get the gantry to close. The gantry was open initially, they started up the system, the motion did not pass initialization and prompted a "door is open" message. They tried using the pendant controls to close the gantry and it stopped with a foot to go. When pressing the pendant buttons after they were hearing clicking noises, but the gantry doors stopped moving. There was no patient present.